Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon using the flexible drill shaft during a revision hip arthroplasty, the surgeon wanted to drill deeper into the acetabulum and so removed the drill guide. When under torque, the flexible drill bit twisted and was severely damaged. There was no impact on the patient as the drill bit was removed with no damage or danger. Operation continued.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as viant (greatbatch) is unable to provide the DHR as they believe it to be lost in the secure archive fire. A review of the complaint database over the last 3 years has found no similar complaints reported with these item and lot combination. A review of the complaint database over the last 3 years has found one similar complaint reported with the item. No trend identified from complaint history review. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of this complaint could not be determined with the information provided to date. Therefore, a line relating to a specific hazard could not be selected for assessment. Lines 30 to 38 of appendix 8 reamers & drills fmea mechanical failure relates to the reported event. These lines have a maximum severity score of 4 defined in the rmr as results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The report does not contain any information to suggest patient harm or delay to surgery. The reported event is considered to be within the severity of the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned.

Event description:
Upon using the flexible drill shaft during a revision hip arthroplasty, the surgeon wanted to drill deeper into the acetabulum and so removed the drill guide. When under torque, the flexible drill bit twisted and was severely damaged. There was no impact on the patient as the drill bit was removed with no damage or danger. Operation continued.